Manufacturer narrative:
The customer provided updated information for this event: for patient 1, the na result from the laboratory was on (B)(6) 2018 at 3:00 p.m. And not (B)(6) 2018 as originally reported. The result was 139 mmol/l and not 148 mmol/l. On (B)(6) 2018 patient 1 was tested on the b 123 instrument at 9:45 a.m. And the result was 157 mmol/l. On (B)(6) 2018 patient 1 result from the laboratory at 2:53 a.m. Was 144 mmol/l.

Manufacturer narrative:
The investigation stated the customer did not apply the recommended correlation factors when comparing results from the b 123 instrument to the laboratory analyzer. The high na results were due to an inaccurate calibration caused by positive standby drift. The standby drift could be sensor related or due to an interference in the patient sample. Retention testing was performed on sensor lot #21582792 and the results met specification. Based on the information provided, the investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant high results for 2 patients (babies) tested for sodium (na) on a cobas b 123 instrument. Patient 1 initial na result from the b123 instrument at 9:45 a.m. Was either 156 mmol/l or 157 mmol/l. Clarification on the correct result has been requested. The result from the laboratory was 148 mmol/l. On (B)(6) 2018 patient 2 initial na result from the b 123 instrument at 4:33 p.m. Was 163 mmol/l. Patient 2 was tested again at 6:52 p.m. On the b 123 instrument with a result of 162 mmol/l. The result from the laboratory using the blood draw from 4:33 p.m. Was 140 mmol/l. On (B)(6) 2018 patient 2 initial na result from the b 123 instrument at 11:55 p.m. Was 163 mmol/l. The result from the laboratory was 141 mmol/l. The na results from the b 123 instrument suggest hypernatraemia. The patient samples were sent to the laboratory for further testing prior to treating the patients. There was no allegation that an adverse event occurred. The sensor cartridge lot number was 21582792 with an expiration date of 06-dec-2018. Auto qc results were acceptable.